Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 05-may-2015, fse arrived at the site to address the reported event. Inspection of the device revealed that the reagent rack had been inadvertently placed into the sorter causing a cup to spill and prevent closure of the drawer. Fse removed the dropped cups from the sorter, performed sorter alignments, and ran "sorter macro" to confirm proper operation. The customer was subsequently able to perform daily checks and quality control (qc) without issue. No further action was required by field service. The most probable cause of the reported event was fault/ failure of the column.

Event description:
On (B)(6) 2015 the customer reported that the a1a-900 analyzer dropped cups behind the sorter track that could not be removed. Additionally, the sorter drawer would not close. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.